Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have moved and could have perforated. However, the physician was not sure and asked if reports showed any capture. Boston scientific technical services (ts) explained the need of a programmer to perform threshold testing. As of this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.